Event description:
Procedure type: lap/prostate malignancy. According to the reporter: trocar exploded during procedure. Broken parts were retrieved from cavity. Opened another to complete procedure. No bleeding. No tissue damage. No patient harm. Operating room time not extended more than 30 minutes. No patient injury was reported.

Manufacturer narrative:
(B)(4).